Manufacturer narrative:
Device return is not required. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire was missing/detached, and not under the patient's skin, they did not "remember seeing the sensor prior to inserting the sensor". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.